Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged system controller power leads was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via the log file downloaded from the returned controller; however, the alarms were not reproduced during testing. The log file downloaded from the returned controller contained approximately 2 days (on (B)(6) 2020 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms on the white power lead that were not associated with true power cable disconnects or routine battery depletion due to the rsoc voltage dropping. The atypical alarms occurred while connected to 14v batteries. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 10:24:54 to exchange the system controller. No other notable alarms were active in the log file. Visual inspection of the returned system controller revealed that both power cables strain reliefs on the connector side were damaged; the white power cable was also kinked at this location. Evaluation of the returned power cable revealed slightly elevated resistances on several of the underlying conductors in both power cables. The power cables were tested for current leakage and passed without issue. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was tested with test 14v batteries/battery clips and with a test power module with no issues observed, including when the power cables were manipulated by hand. The outer jacket was removed from the power cables for additional inspection and a green contaminate consistent with fluid ingress was observed on the underlying wires. No other physical anomalies were observed. Additional information provided stated that the controller exchange fixed the issue; the patient has not had any further atypical alarms since exchanging the controller. The root cause of the damage to the system controller power leads could not be conclusively determined through this analysis. The root cause of the atypical alarms could not be conclusively determined through this analysis; however, the elevated resistance on the underlying conductors of the power cables could have contributed to the alarms. Although not conclusively determined, the observed damage to the power leads and fluid ingress could have contributed to the degradation of the underlying conductors. Incidental findings included dirt/debris build-up in connectors, dim pump running leds, faded serial number on label. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: correction (expiration date and UDI)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's primary controller was replaced due to visible damage to both power leads which caused multiple low voltage alarms. The patient has not had any further alarms since the exchange.